Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of initial procedure. What tissue was the suture used on ? Date patient presented with wound dehiscence? Date of second procedure ? Please describe the appearance of the suture during the second procedure ? Did the suture break post-op? Did the suture not engage into tissue post op? Other ? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent a knee replacement on an unknown date and barbed suture was used. The patient experienced a wound rupture. They took the patient in for a new wound closure 6 weeks after her knee replacement and the surgeon thought the barbed suture had lost all of its tensile strength. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(6) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m additional information: b1 additional information was requested, and the following was obtained: date of initial procedure. N/a what tissue was the suture used on ? Fascia totalt knee replacement date patient presented with wound dehiscence? N/a date of second procedure ? N/a please describe the appearance of the suture during the second procedure ? - did the suture break post-op? No - did the suture not engage into tissue post op? The suture seemed to the surgeon as it had lost its tensile strength before 6 weeks, and you could easily pull the stratafix symmetric out without any hold in the suture. - other ? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure ¿ n/a the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? N/a when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? N/a after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? N/a did the surgeon then proceed with wound closure in the opposite direction of the first pass? N/a was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? N/a were two reverse stitches performed across the incision prior to closure? N/a what tissue dehisced? N/a how was the dehiscence managed? N/a please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? N/a lot number? No if applicable, will product be returned? If so, please provide the return date and tracking information. No surgeon¿s name? (B)(6).